Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. A leak test identified a balloon pinhole located approximately 3mm proximal of the proximal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Markerbands were undamaged in the correct position on the device. No other issues were identified with the device and no patient complications were reported.

Event description:
Reportable based on device analysis completed on 26 aug 2024. It was reported that the balloon did not inflate. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon did not inflate. The procedure was completed with another of same device. There was no patient complications reported. However, device analysis revealed of a balloon pinhole located approximately 3mm proximal of the proximal markerband.